Event description:
It was reported that the c-arm continued rotating when the controls were released. No injury reported. A field engineer was dispatched to the site. The investigation is still in progress.

Event description:
It was determined that the c-arm rotary switch needed to be replaced. Once this was completed the system was working as intended.